Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was not returned and appearance check was not performed. No abnormalities were found in production and inspection records of the product (serial no.: thp90me5; model: py-60ad). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot (tydh-60-03). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in china. Damaged haptic after implantation. The haptic was damaged after implantation, the fractured segment of the haptic was explanted and the iol remained in the patient's eye after the clinical assessment. There were two incidents: this one did not require explantation, while another required explantation. Problem code: a0414 - material split, cut or torn.